Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The related investigation determined that this lead was associated with a reported perforation with no conclusive evidence of a malfunction; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this right ventricular (rv) lead had perforated the rv wall. An echocardiogram was performed, and it confirmed that this rv lead was dislodged. This rv lead was removed, and new lead was placed. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this right ventricular (rv) lead had perforated the rv wall. An echocardiogram was performed, and it confirmed that this rv lead was dislodged. This rv lead was removed, and new lead was placed. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The related investigation determined that this lead was associated with a reported perforation with no conclusive evidence of a malfunction; please refer to the description for more information regarding the specific circumstances of this event. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection revealed no abnormalities. The lead tip and helix appeared intact and undamaged. Moreover, the lead passed the electrical continuity testing and hipot test. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement. Furthermore, known inherent risk conclusion was based on the field report of perforation or pericardial effusion or cardiac tamponade which are known risks associated with medical procedures involving implanted cardiac leads. Analysis of the returned product is not able to provide relevant information for these types of allegations.

Event description:
It was reported that this right ventricular (rv) lead had perforated the rv wall. An echocardiogram was performed, and it confirmed that this rv lead was dislodged. This rv lead was removed, and new lead was placed. No additional adverse patient effects were reported.